Event description:
Using novasure for procedure, first handpiece not working properly, unable to activate handpiece. Tried several times with different measurements but handpiece would not activate. Second novasure handpiece opened and used with no problems. Diagnosis or reason for use: operative intervention. Event reappeared after reintroduction: yes.